Event description:
It was reported that the patient felt "heart pounding when walking" and was "symptomatic with exercise". The leadless implantable pulse generator (ipg) was noted to "be sensitive to loss of atrioventricular synchrony". The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.